Event description:
It was reported that the surgeon closed with prolene. During recovery, approx 1 hr later, the pt was returned to the o.r. With suspected wound dehiscence. A repair was performed, however, the surgeon believes the suture did not break, but rather, had torn through the tissue. The pt is reported to be fine.